Manufacturer narrative:
(B)(4). According to the staff the central station did not alarm therefore they did not know that a pt on telemetry had gone into vtach and later died. The nurses use a separate (B)(4) unit in the ccu to admit the pts. This particular day the ccu was closed and the limited staff only used the station to admit pts. They allege that they did not hear the client alarm and so were not alerted to the pt going into vtach etc. The hospital's biomedical engineer tested the telemetry device at the client station and found that all alarms that were generated were audible and a recording strip was automatically printed at the central station. Philips will report this event only because a pt died while being monitored by a philips monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the central station did not alarm therefore they did not know that a pt on telemetry had gone into vtach and later died.